Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported that the failed tav was a non-medtronic valve. The failure mode of the non-medtronic tav was str uctural valve dysfunction (svd). The medtronic tav was implanted valve-in-valve in the non-medtronic tav. The echocardiographers assessment, indicates that the transvalvular ar in the medtronic tav was mild to moderate. The exact anatomic mechanism for the ar was difficult to identify from the tte.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 36 days following the valve-in-valve implant of this transcatheter bioprosthetic aortic valve, in an unknown tr anscatheter aortic valve (tav), the 30-day follow-up transthoracic echocardiogram (tte) was performed. The tte showed moderate prosthetic transvalvular aortic regurgitation (ar). No treatment was reported